Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 425cc gel breast prostheses and suffered several unexplained systemic symptoms, including vaginal odor, constipation, belly pain, chronic fatigue, memory loss, joint pain and soreness, muscle aches pain and weakness, hair loss, 30 pound weight gain, dry skin eyes mouth and hair, temperature intolerance, easy bruising and slow healing, tinnitus, heart palpations, shortness of breath, insomnia, tingling or numbness in the arms and legs, swollen tender lymph nodes in the breasts throat and neck, cold feet, body odor, muscle twitching, vertigo, dehydration, nail deformity, skin freckling and skin pigmentation changes, swelling around the eyes, premature aging, decline in vision, low muscle recovery, digestion issues, persistent infections, recurring utis, difficulty swallowing, choking feeling, headaches and dizziness, chronic inflammation and body is tender to the touch, mood swings, emotional instability, anxiety/panic attacks, depression, and hypo-adrenal symptoms that patient requires a daily stimulant for. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.